Event description:
This incident occurred outside of the USA, in (B)(6) according to information received as of oct. 26, 2021, a female patient was injected with 1.2 ml of teosyal rha 4 (tpul-210121a0) into the bilateral nasolabial folds on (B)(6) 2021. Approximately four to five hours post-injection the patient presented with necrosis, accompanied by erythema on the left nasolabial fold. It has been reported that neither during injection, nor at the end of procedure, blanching or pain could be observed on the injection site. The next day, on (B)(6) 2021, as a corrective action, the patient was injected with 750 iu hyaluronidase, and immediately post-treatment the symptom had started improving properly. Following this initial report, a medical expert was put in contact to advise on this case. According to the medical expert, this event was related to a vascular compromise. The latter was in agreement with the corrective action, however he suggested increasing the dose of hyaluronidase to 1500 iu, also disinfection should be performed regularly on the affected site. Moreover, he recommended keeping the patient under observation until the complete resolution of the symptom. On (B)(6) 2021, we were informed that the patient received another dose of hyaluronidase 750 iu ( total of 1500 iu). Subsequently, the symptom had resolved well, and the necrotic tissue on the left nasolabial fold had subsided. This latest report, was relayed to the medical expert, who suggested that the additional dose of hyaluronidase was sufficient and there was no need for more hyaluronidase, and as the only additional treatment, light disinfection would be considered for this case.